Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited under-sensing and small p-wave was noted. No intervention was performed. The patient is in stable condition.